Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 215 mg/dl. The customer also reported a loss of communication between the insulin pump and the transmitter. The event involved product(s) mmt-1884, mmt-342, mmt-7841zn, unk_sensor & mmt-431ag. Troubleshooting was partially done for the high blood glucose value and found the customer was treated with a bolus from the insulin pump. The insulin pump was used within 48 hours of the reported event but the automode/smart guard feature was not active. Troubleshooting was also done for the loss of communication issue, the customer did not receive a sensor connected or system did not start warm-up. Advised the transmitter may not be working. No further patient complications were reported. The product mmt-7841zn will be returned for analysis. The product(s) mmt-1884, mmt-342, unk_sensor & mmt-431ag will not be returned for analysis.

Manufacturer narrative:
Unit received and placed unit under microscope and found physical damage to cow catcher (connector platform skewed or misaligned), and physical damage to the connector pins. In conclusion, unable to perform functional test or verify rf/ble/downgrade/association/accuracy test due to physical damage. The customer complaint of communication anomaly could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.